Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis and subsequent death. The breach in aseptic technique was further specified as patient made a mistake during therapy. On an unknown date, the patient was hospitalized for the peritonitis. The patient was treated with injection vancomycin (1 gram, frequency and route not reported), injection fortum (1 gram, frequency and route not reported) and amikacin (125mg, frequency and route not reported) for the event. It was reported that the patient subsequently passed away due to peritonitis. It was unknown if an autopsy was performed. Pd therapy was ongoing till the time of death. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was still in the hospital. On an unreported date, the patient's fluid was clear. The patient did not pass away from peritonitis as previously reported. Should additional relevant information become available, a supplemental report will be submitted.